Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). There was difficulty grasping the leaflets, but a good grasp was made. During the test of the final arm angle, the clip opened to 60 degrees. As per the instructions for use, the clip was closed on the leaflets again and the final arm angle was tested a second time. This time the clip remained closed. Mr was at a trace grade. The clip was deployed and the clip appeared to open slightly to 20 degrees. Mr increased to grade 1. The physician was not comfortable with the clip opening to 20 degrees when it was tightly closed prior to deployment. There were no adverse patient effects and no clinically significant delay in the procedure. At the next day's echocardiogram, mr remained reduced at grade 1. The patient is doing well. There was no additional information provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported mechanical issues could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.